Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a (B)(6) female plaintiff in united states on 17-jun-2016 who had essure (fallopian tube occlusion insert) inserted in 2008. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, excessive rashes, excessive weight gain, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms and from her physician but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow-up received on 24-jun-2016: quality-safety evaluation was received. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented increasingly severe pain and chronic pelvic pain and essure was removed, serious event due to medical importance and listed according to essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion and around 8 years after insertion consumer underwent a hysterectomy to have the essure coils removed. Considering event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), constipation ("constipation"), flatulence ("gas"), polyp ("polyp") and nervousness ("today has finally come.today is eviction day nervous and ready for it to be over I will be e-free soon"). The patient was treated with surgery (polyp removal and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, rash, abnormal weight gain, fatigue, constipation, flatulence, polyp and nervousness outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, back pain, constipation, fatigue, flatulence, menorrhagia, nervousness, pelvic pain, polyp and rash to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record: constipation, gas. Concerning the injuries reported in this case, the following one was added from social media: polypectomy. Today has finally come. Today is eviction day nervous and ready for it to be over I will be e-free soon. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: new events were added: nervousness, essure removal surgery date updated. Reporter information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), constipation ("constipation") and flatulence ("gas"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, rash, abnormal weight gain, fatigue, constipation and flatulence outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, back pain, constipation, fatigue, flatulence, menorrhagia, pelvic pain and rash to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record: constipation, gas. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media :- reporter information was added. New event added constipation, gas pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') and polyp ('polyp') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), constipation ("constipation"), flatulence ("gas") and polyp (seriousness criterion medically significant). The patient was treated with surgery (polyp removal and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, rash, abnormal weight gain, fatigue, constipation, flatulence and polyp outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, back pain, constipation, fatigue, flatulence, menorrhagia, pelvic pain, polyp and rash to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record: constipation, gas. Concerning the injuries reported in this case, the following one was added from social media: polypectomy. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media record received. Event: " had my two polyps removed yesterday" was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.